Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that, the patient had a 'low bus #2 open' alarm on the system monitor. The patient was reported to be in auto mode with normal variability with no alarms on the system controller. Waveform analysis revealed possible bearing wear. Vent filter analysis revealed heavy fluid ingress. A determination by the hospital fo what course of action to take with this patient was pending further patient monitoring.

Manufacturer narrative:
The vad coordinator reported that no further action was taken as the patient tested positive for illegal substances. The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.